Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) ranged from 160-335 mg/dl. Customer administered a correction bolus via pump to address bg. Additionally, it was reported that an occlusion alarm occurred. Troubleshooting was performed and the occlusion was found to be within the cartridge. A supply change was performed to address the occlusion alarm. No additional patient or event information available.